Manufacturer narrative:
B2: death date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " excess reintervention with mitroflow prosthesis for aortic valve replacement: ten-year outcomes of a randomized trial". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "excess reintervention with mitroflow prosthesis for aortic valve replacement: ten-year outcomes of a randomized trial", was reviewed. The article presented a retrospective, single center study to report late hemodynamic and clinical results of the randomized trial, in particular the need for late reintervention due to structural valve deterioration. Devices included in the study were abbott/st. Jude epic, edwards magna, and sorin mitroflow. The article concluded that the magna valve had the lowest gradients and largest indexed aortic valve area with larger implant sizes. The mitroflow bioprosthesis is associated with an increased rate of reintervention and possible increased risk of infection compared with magna and epic valves. [The primary and corresponding author was hartzell schaff, department of cardiovascular surgery, mayo clinic, rochester, minnesota, with corresponding email: schaff@mayo.edu]. The time frame of the study was from 13 august 2009 to 09 november 2011. A total of 296 patients were included in the study, of which 98 received an abbott epic device. The average age was 76 years and the majority gender was male. Comorbidities included severe aortic valve stenosis.

Event description:
N/a.

Manufacturer narrative:
Summarized patient outcomes/complications of epic stented porcine heart valve were reported in a research article in a subject population with multiple co-morbidities including severe aortic valve stenosis. Complications reported included death, surgical intervention (redo-mvr, pacemaker), hospitalization, endocarditis, myocardial infarction, stroke, transient ischemic attack, bleeding, endocarditis, and structural valve deterioration. These complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " excess reintervention with mitroflow prosthesis for aortic valve replacement: ten-year outcomes of a randomized trial "